Manufacturer narrative:
Additional information reported that all issues resolved after changing the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since available log files did not cover the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. With review of the reported information and the analysis, no root cause conclusion for the reported event can be made. Based on the analysis, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the (B)(6) by the vad administrator that the patient's controller changes from one power source to the other earlier than expected. Controller exchanged with no effects to the patient. No other information available at this time. The investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.